Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient reported to physician after his most recent implant 3 months ago, the patients seizures have doubled in frequency. The patient and patients wife also report the patient is tired all the time which is new since this most recent replacement. The patients vns settings are the same as his previous device. The neurologist increased his output. The neurologist notes that it is probably just a coincidence that he has had twice as many seizures and he believes the tiredness might be related to a different issue that maybe is not related to generator replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.